Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt missed a refill and the pump went dry. The pt experienced withdrawal and was admitted to the hosp for 72 hrs. The pump was refilled while the pt was hospitalized. Per the reporter, the pump contains dilaudid; previously the pump had dilaudid, fentanyl and lidocaine. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.